Event description:
It was reported that the device was stuck on rotawire. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 1.25mm rotalink burr and a rotawire were selected for use. During the procedure, it was noted that the burr got stuck on rotawire and could not cross. The device was removed intact and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition.